Event description:
The patient called and reported that they had a lot of pain and suffering due to the replacement of a twisted right ventricular (rv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).